Event description:
It was reported that the pump battery was unresponsive. There was no reported impact on the customer's blood glucose level. The customer reverted to an alternate form of insulin therapy.